Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient (pt) appears to have some issues maintaining good/excellent coupling. The caller notes the pt's impedances are normal and their settings are not what the caller would consider high. The caller is to follow up with the pt directly to discuss charging, charging best practices and get a better sense of the pt's situation. The caller was unsure when the issues started. Agent reviewed charging considerations as well as how to interpret data from the recharger app and the clinician app. Agent reviewed what the recharger screen looks like when pt is getting poor coupling.